Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should any additional information become available, a follow-up report will be submitted.

Event description:
It was reported that the male luer at the distal end of a continu-flo solution set broke off during infusion. Specifically, this event occurred while the nurse was disconnecting the set from the patient; however, it is unknown in which care area this event occurred. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. Additional information was requested and is not available.